Event description:
The pt was exhibiting symptoms of low blood glucose. The resident tested her blood glucose on suspect device and it was 197 mg/dl. The paramedics were called and within less than 30 mins they tested her blood glucose and it was 42 mg/dl. She was given a glucose IV and transported to the hosp.